Event description:
A (B)(6) male with covidien nellcor pulse oximeter on r index finger during 2 day hospitalization. Upon removal of pulse oximeter, was found to have approximately 0.5cm blister/burn just distal to nail bed.